Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation cardiac ablation procedure with a trupulse¿ generator and reported that when they released the pedal, the ablation signal from the generator did not stop. The investigation was completed on 21-jan-2026. Technical services performed remote evaluation of the device. Work order service report was sent to johnson & johnson medtech for analysis. After the evaluation and proper testing, the error was no longer reproduced. Other circumstances may have affected device performance. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation cardiac ablation procedure with a trupulse¿ generator and reported that when they released the pedal, the ablation signal from the generator did not stop. During ablation, the connection between the generator and workstation was interrupted sometimes with the remote monitor. The physician released the pedal, the ablation signal from the generator did not stop. The pre-set for ablation was 15 seconds and the signal stopped. Restarted the trupulse¿ generator and managed to complete the procedure successfully. No patient consequence. Fifteen-minute delay. When released the pedal, wondering if there any signal or dual energy. Additional information was received. The ablation mode was power mode. The noted temperature 38°c, impedance 130 ohm and power 50w. The foot pedal was not stuck. Responded not applicable to the following, ¿did the system stop ablation when any of the cut off values were exceeded¿ and ¿if the system did not stop/started to ablate by itself, was the user able to stop ablation using the ¿stop¿ button (generator or remote)¿. Remote was off, 15s were up by the time the reporter reached the generator.

Manufacturer narrative:
E.1. Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to trupulse¿ generator approved under (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).